Event description:
It was reported, during the beginning of the bronchoscopy case, there was a failed leak test on the bronchovideoscope and black specs were seen in the patient's airway. It is unknown what the foreign material is. There was no procedural delay as a result of the issue. The scope was switched out at the beginning of the case and a different scope was used to complete the procedure successfully. There was no clinical impact as a result of the issue. The scope was cleaned and disinfected, however it was not sterilized. There were no abnormalities in the accessories used for reprocessing. The olympus instructions for use (IFU) is followed for reprocessing. The air/water nozzle/channel was flushed with detergent solution per the olympus reprocessing IFU. There are no concerns about reprocessing from the customer. During precleaning the customer aspirated enzymatic cleaner and air through the biopsy and suction channel.